Event description:
The customer reported that the image became grainy, then half of the screen went black, while they were taking images. This resulted in a loss of live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector was replaced. The system was then found to be operating as intended.